Event description:
During the re-warming phase post cross-clamp removal of open heart surgery, the cardiopulmonary bypass support was interrupted by a pump failure. The patient had been cooled to 26 degrees centigrade (rectal). Perfusionist immediately began hand-cranking the machine to maintain bypass support. Perfusionist was unable to re-establish pump flow. Power turned off to pump, clamp applied to the arterial line to the patient, and then pump powered up again. Pump worked as normal at this point. Cardiopulmonary bypass was re-established to the patient after appropriate measures were taken by the perfusionist to make the lines safe for the perfusion. No apparent sequela to the patient although the patient was without an appreciable blood pressure for approximately 2 minutes.====================== manufacturer response for pump, cardiopulmonary, stockert siii ======================biomed specialist contacted the manufacturer. The representative was unaware of similar issues with this type of pump. Suggested making sure pressure transducers were not overused (confirmed not a problem in this case).